Manufacturer narrative:
(B)(4).

Event description:
This pacemaker system was explanted due to infection. A new system was placed the same day.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available